Event description:
It was reported that following a lead placement procedure on (B)(6) 2021, the patient experienced weakness and had difficulty moving their legs. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the weakness and ambulation difficulties have since been resolved.